Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving prialt (5.8 mcg/day) via intrathecal infusion pump for spinal pain. The hcp called inquiring about the ability to interrogate the pump with a tablet if the pump was flipped. It was reviewed that telemetry could be more difficult if the pump were flipped. The hcp stated that they believed that the pump was flipped as they "couldn't get in" when trying to access the pump and they had done an ultrasound. It was stated that the patient had lost weight recently because they had gastric bypass about a month ago. Around that time was when the pump was last refilled, and it had not been flipped then. It was stated that the patient was seeing the surgeon that put the pump in, so they were taking care of it. No symptoms were reported. No further complications were reported.